Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not deploy as intended. A communication error reportedly occurred during activation. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. The device was reset. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The needle mechanism deployed as expected. Investigation of the returned device found no damages or defects that would result in a communication error the cause of the reported event could not be confirmed.